Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 094 alarm while the patient was sleeping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump failed to display the verify screen. The screen remained blank for approximately 15 minutes and then a sleep error was displayed. The original complaint could not be fully investigated due to the sleep error issue. Further test revealed that there was a failure of the erasable programmable read only memory of the device.